Event description:
It was reported that the patient experienced inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d) for the detection of atrial arrhythmia with rapid ventricular response that was classified as ventricular tachycardia (vt).  It was noted that the right atrial (ra) lead had undersensing.  The device and lead remain in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products:: 439888 lead; 693558 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.